Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose levels of 18mg/dl. The customer states was unresponsive at work and while waiting on the ambulance he passed out. The customer was not wearing the insulin pump during the hospitalization but was off pump less than 48 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm or active insulin cleared alarm noted. However, pump error 4 and 53 alarm found in the pump history due to software error. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.